Event description:
During an endoscopic procedure, post clipping of a gastric ulcer, the physician used a cook hemospray endoscopic hemostat. It was reported that the endoscope was stuck in the patient and was unable to be maneuvered. The scope was not retroflexed at any time. The scope was rotated gently and the scope was able to be removed from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A photo of the device label was provided matching the reported device and lot. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action (CAPA) has been initiated to further investigate powder adherence to the distal end of the scope. This device is within the scope of the CAPA. In addition, this device is currently within the scope of a field action (res # 92345) related to the risks of the endoscope becoming adhered to tissue. This customer was informed and acknowledged these risks as part of the field action. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.